Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used while administering nutritional supplement (pt is over 18 years old). According to the complainant, 2 weeks post procedure, the blue soft silicone part of the bolus feeding adaptor separated from the tube. The nutrition supplement leaked out. The dosing of the nutritional supplement was completed with this device by holding the tube by hand and introducing the supplement. The device was replaced with another bolus feeding adaptor. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).